Event description:
It was reported that the index procedure took place on (B)(6) 2009 during which a 3.0 x 12 mm promus was deployed in the 1st obtuse marginal artery. On (B)(6) 2012, (B)(6) days post index procedure, the patient was admitted with unclear chest pain. Angiography revealed 75% distal edge restenosis in the 1st obtuse marginal (om1). Balloon angioplasty was performed with a 5% residual stenosis. The patient was discharged the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.